Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the customer received repeated errors 319 on arm #2. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs and noted errors 319 reported by the distal set up joint #2 (suj) tornado and universal surgical manipulator (usm) #2. The customer performed a power cycle on the system, a hard power cycle and emergency power off (epo) on the patient side cart (psc) with no success. The surgeon elected to convert to an open procedure because the surgeon needed all 4 arms for the procedure. Isi followed up with the initial reporter (nurse) and confirmed that the open procedure was completed successfully with no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm) and distal set up joint (suj) due to error 319. The system was tested and verified as ready for use. Isi received the part(s) involved with this complaint, but analysis has not been completed. A follow-up MDR will be submitted following completion of the evaluation. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by intuitive surgical, inc. (Isi) technical support engineer (tse). Investigation revealed the following possible related system errors 319 reported by the distal set up joint #2 (suj) tornado and universal surgical manipulator (usm) #2. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the customer converted to open surgery after the start of the procedure due to hard errors 319 on the distal set up joint (suj) and universal surgical manipulator (usm). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the distal set up joint (suj) and universal surgical manipulator (usm) units associated with this event and completed the device evaluation. Failure analysis investigation confirmed/replicated error 319 on the distal suj. The unit was tested on the test platform and failed suj wrist and tornado was locking itself. The wrist brake will be re-gapped to address the failures. The motor module will be replaced along with the harmonic drive and axes controller tornado (act) printed circuit assembly (pca) to address error 319. Failure analysis investigation confirmed error 319 on the usm. The unit was tested on an in-house system and passed normal mode. The system did not trigger errors 319 but the errors were confirmed via error logs/system logs. During the visual inspection, the springs of the fru connector pogo-pin (fcp) board were noted to be damaged. The unit was tested on the test platform, and it passed direction test, lissajous, cva characterization, sensor check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, carriage strength test, and carriage switches test. The fcp board will be replaced as a fix to the reported problem.updated information can be found in the following fields: g3, g6, h2, and h3analysis results can be found in the following fields: h6 and h10

Event description:
Refer to h10/h11 for follow-up information.